Manufacturer narrative:
Other, other text: b5: additional information received on 19-oct-2022 via email and attached to complaint object: obtained the patient information. H6: event problem and evaluation codes: updated. H10: no product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that a no disposable/clamp tubing error occurred. The user tried both pumps and reattaching the cassette and then received a no disposable/pump won't run error. A new cassette was used and infusion was resumed successfully. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI and operator of device are unknown. No information has been provided to date.